Event description:
It was reported the atrial lead impedance has been increasing for the last two years, and is now 2000 ohms. It was also reported the patient uses the lead three per cent of the time, and it is sensing appropriately. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.